Event description:
The dealer states the speed indicator light increases on its own while driving causing the chair to speed up without being told to.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.